Event description:
Customer called on (B)(6) 2011 reporting of a leak, which appeared to be clenz, from the right side panel of the coulter hmx hematology analyzer with autoloader. Customer was wearing proper personal protective equipment at the time of the incident and was not exposed to the leak. No injury or change to patient treatment resulted from the event. Field service engineer (fse) was dispatched and found tubing for pinch valve (pv43) was cut. Fse proceeded to replace the tubing and verified repair per established procedures.

Manufacturer narrative:
Field service engineer (fse) was dispatched and found tubing for pinch valve (pv43) was cut. Fse proceeded to replace the tubing and verified repair per established procedures. (B)(4).